Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate ii lvas did not reveal any device-related issues. The patient was transplanted due to ventricular tachycardia (vt) storm with ongoing right ventricle (rv) dysfunction. A direct relationship between the device and the reported events could not be conclusively determined. The device was returned assembled with the driveline cut approximately 3.5¿ from the pump housing. The distal portion of the driveline was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) and the sealed outflow conduit (sealed outflow graft, sealed outflow graft bend relief, and outlet elbow) were returned attached to their respective pump ports. The sealed outflow bend relief collar was returned attached to the outflow graft and bend relief hardware. Evaluation of the inflow and outflow conduits revealed no evidence of developed or laminated/denatured depositions or thrombus formations. Upon disassembly of (B)(4), visual inspection of the blood-contacting surfaces revealed no evidence of laminated or denatured depositions or thrombus formations. The pump bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies related to wear or damage were observed. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under loading conditions. The retrieved data (see attached) revealed normal pump power consumption comparable to the pump power consumption retrieved during the manufacturing process. The pump operated as intended. Cardiac arrhythmia and right heart failure are listed in the hmii IFU as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient received heart transplant. Transplant was due to ventricular tachycardia (vt) with ongoing right ventricular (rv) dysfunction. No documented issue with lvad. Logfiles that were sent recently did not find pump malfunction.

Manufacturer narrative:
Adverse event problem: correction.